Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep was unable to duplicate the problem. The system operates as intended.

Event description:
The customer reported that the c-ram intermittently does not make a x-ray, and the power indication light flashes.